Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in one piece measuring 53.0 cm. Clavicle crush damage breaching only the optim sheath was found distal to suture sleeve tie impression. The silicone insulation beneath was found to be intact in this location.

Event description:
It was reported that the patient presented to the emergency room (ER) and was admitted for pre-sycopal dizziness. The patient is a pacemaker dependent. The patient was check and it was discovered noise problems on the rv and ra leads. With arm movement there was inhibition of rv pacing. Multiple nsrvo and noise induced ams episodes. It was believed to be insulation break from subclavian crush. On (B)(6) 2017, the rv and ra leads were explanted and replaced. The patient was asymptomatic during and after the lead revision. The patient was stable both in the recovery room and on the next day pre-discharge check.